Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the sensor had electrode missing. The customer¿s blood glucose was 110 mg/dl. The customer was assisted with troubleshooting. The customer was advised to replace the sensor. The sensor will be returned for analysis.